Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem was confirmed. According to the investigation the pump was over infusing; however, was within the 6% max tolerance. The investigation reported that the pump expulsor was out of spec. Service's trimmed the pump expulsor to bring accuracy within the 3% which is normal spec. The problem source of the reported problem is unknown.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 failed a flow test. No adverse patient effects were reported.